Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the lamina bypass valve (lbv) and evacuation bypass valve (ebv) tubings were loose. He tightened the loose tubing connections and was able to run controls successfully. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported positive control failing lower than the lower limit on their iq200 elite urine microscopy instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.